Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was not further identified. Three days prior to the event onset, the patient was hospitalized for an unrelated medical condition. During hospitalization the patient experienced peritonitis. On an unknown date during the same month as the event onset, the patient started treatment with intraperitoneal vancomycin (dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Two days after the event onset, the vancomycin was discontinued and the patient was discharged from the hospital. Three days later the patient recovered from the event of peritonitis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.